Manufacturer narrative:
At the next patient follow up, interrogation of the device noted a da error. It was determined that a memory inconsistency occurred that was self-corrected by the device. In addition, there were four non-sustained episodes recorded in the memory as a result of noise oversensing. Ts discussed additional troubleshooting that could be performed to better optimize the system. The patient was seen again after reporting feeling a shock about a week later during physical activity. A review of the episode revealed oversensing during a sinus tachycardia with a very low voltage. The same undersensing of the qrs signals were also observed in the secondary vector. Testing was performed and the primary vector appeared to be sensing a bit better so the device was reprogrammed. No adverse patient effects were reported. At this time, the s-ICD system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient was only screened with alternate vector. The patient passed all testing in this vector, including exercise testing. Induction testing was performed, and there was noise on the electrogram (egm) that resulted in no therapy for 28 seconds. External defibrillation was then administered to convert the induced arrhythmia. In addition, noise also noted post-induction on the egm. The sensing configuration was changed to the primary vector and induction testing was performed a second time. The time to therapy was 16 seconds and therapy delivery successfully converted the arrhythmia. It was noted that there were a few noise beats in the last three seconds before the shock was delivered. The s-ICD system was successfully implanted. No adverse patient effects were reported. At a patient follow-up, noise was observed again on the egm along with small r-wave amplitudes. The s-ICD sensing configuration was changed to secondary with a gain of 2x after checking all vectors with isometric and postural changes. Noise markers are still observed and a memory download was sent to boston scientific technical services (ts) for additional review. A ts consultant confirmed that the noise on the egm in the first induction testing led to no therapy being delivered and required external defibrillation. In addition, it was also noted that the "low score" setup screen was presented twice due to the non-optimal sensing presented during the implant procedure. The screening egms should be compared to the current surface egms to observe if any improvements can be made to system sensing. X-rays were then sent to ts for review. A ts consultant discussed that the electrode was not too high but bending to the right a bit. The device is implanted appropriately. The patient was scheduled for another follow up to test the system again.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The set screw moved freely in both directions. No irregularities were found with the electrode port and an electrode could be fully inserted without issue. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
At a later date, this s-ICD was explanted for an unrelated reason and returned for laboratory analysis. No adverse patient effects were reported.